Event description:
Patient presented to physician with rib site pain and lack of efficacy. The physician addressed the issue by removing the sense lead. During the removal procedure, the physician was unable to free and remove the distal sensor tip from the lateral chest wall. The physician elected to cut the lead and leave the distal portion of the lead in the patient and reimplant a new lead.